Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer's representative (rep). It was reported that the pump was explanted and would be re-implanted at a later date. The pump was to be returned for analysis.

Manufacturer narrative:
The pump was returned and analysis found no anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving unknown morphine of an unknown concentration and dose via an implantable infusion pump for non-malignant pain. It was reported that the patient came in for routine pump refill and told the hcp that she had an increase in pain symptoms back in (B)(6) 2017 and the pump was feeling warm to the touch. The patient's residual volume was 20 ml at the time of the refill. There were no known environmental/external/patient factors that may have led or contributed to the issue. The hcp put the pump in "stopped pump" mode and put the patient on the schedule to have the pump replaced at a later date. The pump was to be replaced, tentatively in (B)(6) 2018. Catheter and roller studies were not done on this patient. The issue was not resolved at the time of this report. The patient's status was "alive - no injury" and no further complications were expected or anticipated.